Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the white plastic adapter that connects directly into the tracheal tube repeatedly disconnected while on a patient. Multiple interventions were attempted including taping the connection, however the connection remained loose and resulted in numerous disconnections from the ventilator.